Manufacturer narrative:
Investigation: no samples are returned. DHR- has been reviewed and no quality notification was raised. Manufacturing review: no abnormalities observed after reviewing preventive maintenance, calibration and equipment. Unconfirmed: bd was notable to duplicate or confirm the customer's indicated failure mode. The non-conformance of this complaint could not be determined as there was no sample, and photo provided for the investigation of this complaint.

Manufacturer narrative:
(B)(6). There is no 510(k) for this device as it is manufactured outside the us and not sold in the us. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. (B)(4).

Event description:
This complaint is MDR reportable. It was reported that the needle of the 22 g x .25 mm bd venflon pro safety peripheral safety IV catheter failed to retract properly, during use. Nurse received a needle stick that only penetrated through the gloves, and did not penetrate skin. There was no report of injury or medical intervention.